Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent graft to treat an abdominal aortic aneurysm (aaa). Approximately three (3) years post initial procedure, a type 1b endoleak was reported. A secondary procedure was completed. The physician elected to implant a afx suprarenal stent graft extension and an ovation ix extender to resolve this event. The leak was reported as resolved. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of; a type 1b endoleak form the right common iliac artery and a re-intervention. Device, user, procedure or anatomy relatedness could not be determined with the medical records /images available for review. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.